Event description:
It was reported that at the post implant follow-up, the lead exhibited loss of capture and sensing. Lead dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Na